Manufacturer narrative:
Age or date of birth: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: broken shell, red particles in the shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side rupture. Device explanted and replaced.